Event description:
New information received 07/02/18 noted that the device was successfully explanted and replaced on (B)(6) 2018. The patient was doing well during and post surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of not feeling well. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the battery being near elective replacement indicator further troubleshooting could not ber performed. As of (B)(6) 2018 the reporting nurse stated that a device replacement has not been performed and the patient was asymptomatic. No further information was reported.

Manufacturer narrative:
Final analysis found was received in backup mode. The backup was triggered by voltage fluctuation due to an unknown cause. Despite extensive testing the backup condition could not be reproduced and the cause could not be determined.